Event description:
Intervention to treat limb occlusion. It was reported that the pt presented in 2003, five days after graft implant, with an occluded right common iliac artery. The pt was treated the following day with heparin, and followed up the next day, with an infused tpa, a thrombectomy-angioplasty, and stent placement. Blood flow has resumed to the artery and the pt is doing well.